Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the site had the message localizer faulter on their navigation system while getting set-up for a case. The site rebooted their system and the issue resolved. There was no reported delay to the procedure and no impact on the patient outcome.